Manufacturer narrative:
Corrected information d10: the date returned to MFR was (B)(6) 2020. Corrected information h8: the usage of the device was initial use of device. Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed device has been serviced within the last 12 months. The current reported symptom does appear as a repeat symptom within the past 12 months. The upstream sensor assembly was replaced during the previous return. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced during evaluation. A review of the event history log identified system error 345. The cause was determined to be a failing downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the biomed service department. There was no patient involvement. No additional information is available.